Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced the umbilical cable. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the system gave a frame rate error. There was no patient involved with this concern.

Manufacturer narrative:
Medtronic investigation of returned suspect mobile view station (mvs) interface cable was unable to replicate the reported issue: mvs interface cable passed bench 100t and gbit communications testing. Continuity testing was successful and visual inspection noted black electrical tape holding loose heat shrink on end of cable. The electrical tape was removed and no damage to insulation was noted. Installed the cable on the imaging test system and the system readied, charged, and communicated as expected. No functional fault found. The reported event could not be duplicated by medtronic personnel.